Event description:
The customer reported that the device had an error message on the display. The error was related to ECG error. The customer used a different trunk cable and ran ops check and it passed. No pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.